Manufacturer narrative:
Conclusion from examination of unit is that the cover plate and latch clips become bent allowing the back cover plate to fall off the lighthead when light is being removed from docking port. Staff at the facility were unable to confirm if the doctor actually was hit or it was a near miss. No injury was reported. The lamp cover plate is effectively tethered with a grounding strap to the lighthead to limit its falling distance and its swing. Getinge USA, inc submits this report on behalf of the device manufacturing facility. Getinge USA, inc provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
While removing the lighthead from the docking port the lamp cover plate fell off the lighthead and it was reported that it ppossibly struck the physician in the head.